Manufacturer narrative:
Evaluation summary: the physician manipulated the device post-procedure. After removal from the patient the exchange sheath was fully slit and the clip was deployed. Evaluation of the return device found exchange sheath slitting complete and a displaced internal component. The clip was not returned. These findings are consistent with and confirm the reported experience of difficult to deploy thumb advancer. The probable root cause for the garage block displacement and subsequent failure to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions no manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report. The investigation is on-going.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. Pt code: 1888 - labeled. Device code: 1158 - labeled. Internal file number - (B)(4): during processing of this complaint attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete.

Event description:
Device issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and exchange sheath splitting could not be completed. The was removed via the safety release. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.